Event description:
Customer states when strip drum is empty, the compact plus meter will display a number such as 292 or 297. Customer did not report symptoms treatment or action based on any alleged undosed result. No serious adverse event was reported in relation to the alleged malfunction. Replacement product sent; product return requested.